Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that while attempting to treat a male patient (age unknown), the device failed to discharge. The device's second cardiovert was successful. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was received at zoll medical canada for evaluation. The customer's report was observed during review of the device data logs. However, the device passed bench handling and synchronized cardioversion stress testing on a simulator without duplicating the report. The processor/bridge/pace board and main board were replaced as a precaution. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.